Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 10. Primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.